Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle deploying early. The device ran for 56 pulses and was deactivated by the user. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.